Event description:
The customer reported via phone call that they received a button error alarm. It was also found the numbers would scroll on the insulin pump. The customer's blood glucose was 155 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported receiving a low battery alert and changing the battery prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers anomaly noted. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and cracked case at the reservoir tube window corner.